Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while she was attempting to change the infusion set. She then attempted to change the infusion set again but the insulin pump alarmed no delivery. The insulin pump was stuck in the rewind process. The customer was unable to complete the rewind sequence. Customer's blood glucose level was 245 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm or excessive no delivery alarm test was noted. The insulin pump was received with a cracked reservoir tube lip.